Event description:
Treatment of a small unruptured amorphous aneurysm measuring 8mm located in the cavernous segment of the left ica (internal carotid artery). Dual anti-platelet therapy was given to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (4.50mm x 25mm). During the procedure, the pipeline required angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon to achieve full wall apposition on the proximal end of the device. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded.(B)(4).